Event description:
It was reported that the patient has a history of atrial fibrillation (af) with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and four shocks. In another episode the crt-d delivered atp and three shocks. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that the patient has a history of atrial fibrillation (af) with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and four shocks. In another episode the crt-d delivered atp and three shocks. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported. This crt-d remains in service.